Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level ranged from 228-229 mg/dl. The customer reverted to an alternate method in insulin therapy. In addition, it was reported tha an empty cartridge alarm occurred. The customer declined to further troubleshoot with tandem technical support.